Event description:
Went into med room to draw up patient's dose of valium. Another nurse in med room as well to witness waste. Plunger in valium syringe was in the wrong way. Grey piece came off and the contents spilled out of the other end of it. Med vial saved.